Event description:
Placing midline, left side placement, and needle and housing got stuck in patient once it was placed. The device could not be removed from the patient.

Manufacturer narrative:
The device has not been returned to the MFR, at this time, for eval. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.